Event description:
It was reported that a malfunction occurred on the pump, with several instances noted previously. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Customer opted to use multiple daily injections as a backup therapy while receiving a replacement pump from technical support. The customer was also instructed on how to prepare and return the malfunctioning pump.